Event description:
It was reported to nova biomedical that a consumer administered 6 units of insulin at 3:30am and at 4:30am, the consumer experienced a hypoglycemic event requiring medical intervention. The consumer was treated with glucose IV - and was released from the hospital with a blood sugar level in the 300's. Later that day, the consumer went to the fire station to have her blood glucose test performed on their unk brand name meter, getting a result of 132 mg/dl. When the consumer performed a blood glucose on her nova biomedical testing device, she received a result of 530 mg/dl. During the call to customer support, it was revealed that the consumer does not control solution test for integrity before use their initial test strips as instructed in our directions for use. The consumer was educated on these directions for use at the time of call. The meter and test strips will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.